Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividia's bgm system to the results from the laboratory note: manufacturer contacted customer in a follow-up call on 30-sep-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 219, 114, 107, 137 and 183 mg/dl. Customer stated that his last lab test (a week ago) was 86 mg/dl am fasting and the true metrix meter is giving him results higher than the lab test. The customer¿s expected am fasting blood glucose test result range is 79-86 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/28/2023 and open vial date is one month ago. The meter memory was reviewed for previous test result history: result 1: 219 mg/dl date: 9/20 time: 10:53am fasting result 2: 114 mg/dl date: 9/19 time: 10:58am fasting, result 3: 107 mg/dl date: 9/18 time: 10:22am fasting, result 4: 137 mg/dl date: 9/17 time: 7:39am fasting, result 5: 183 mg/dl date: 9/17 time: 7:38am fasting.

Manufacturer narrative:
Sections with additional information as of 09-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory.